Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to reach a full charge for defibrillation. In this state defibrillation therapy would be unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer declined to have their device repaired and the device was returned unrepaired to them. The cause of the reported issue could not be conclusively determined.